Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following observed: still image shows delivery system traversing through vessel curvature at the bifurcation/abdominal aorta. Due to the photo quality, unable to be visualize the delivery system/crimp valve placement within the sheath profile. Therefore unable to determine the frame damaged. Image of the device post-procedure shows the liner torn/punctured with the crimped valve exposed within the sheath. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for valve frame damage was empirically confirmed based on evaluation of provided imagery and similar events documented in an engineering technical summary. Available information suggests that procedural factors (high push force) likely contributed to the event as per information provided the valve was observed protruding through the sheath liner puncture. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief, particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra valve implanted in the aortic position by left transfemoral approach. During the procedure, difficulty was faced inserting esheath into patient. Then, resistance was felt while advancing the valve. Angiography showed that the valve had become stuck in the esheath+. Both the sheath and the delivery system were withdrawn together. Upon withdrawal, the sheath and valve were observed damaged. As a possible vascular injury could not be ruled out, a covered stent was placed at the site where increased resistance was encountered during the procedure. A new valve was successfully implanted, and the patient was discharged. As per medical opinion, the extreme tortuosity of the peripheral vessels led to the valve becoming stuck in the esheath. As per picture provided, the valve appears exposed from the liner.